Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had a charge timeout and triggered end of service (eos). The device was removed and a new device was implanted. It was further reported that the right ventricular (rv) lead had t-wave oversensing (twos) and variable r-wave measurements. The rv lead was reprogrammed until it could be revised. During device change out, the lead was revised and remains in use. No patient complications have been reported as a result of this event.